Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: date of birth: requested, not provided. A4: weight: requested, not provided. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E1: initial reporter name: unknown. E1: phone number: unknown. E3: occupation: unknown. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the reported information. Upon completion of the coronary interventional procedure, when preparing to use an 8 french vascular closure device, the operator observed significant deformation and creasing of the main sheath tube upon opening the foil packaging. To prevent potential injury to the vascular access site, the device was not used and was replaced with a new unit.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d9, update section h3, and to provide the completed investigation results. This reported event has been reassessed and deemed not reportable based upon the investigation of the actual sample. One (1) 8 french angio seal device was returned for evaluation. The returned device included the header bag, arteriotomy locator, hemostasis sheath and carrier tube. The device was visually inspected and found to be in used condition with visible signs of blood. The sheath and locator assembly were returned partially mated. No damages or issues with the device were identified. Functional testing was performed by attempting to connect the locator and hemostasis sheath and components were able to be connected without any issue. The complaint cannot be confirmed for a sheath and locator connection issue because the returned sample was able to be assembled and stay connected without issue. The exact root cause was unable to be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt). Therefore, this event is currently deemed a non-reportable event.